Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented following an inappropriate shock due to oversensing noise. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high/undefined impedance resulting from a possible fracture. The therapies and alarms were programmed off and the patient was transferred to their implanting hospital. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.